Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft tear occurred. During preparation of a 7.0 x 40, 75cm mustang balloon catheter, it was noted that there was a tear in the shaft near the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang 7.0 x 40, 75cm was returned for analysis. The balloon was tightly folded. A visual and microscopic examination of the balloon material identified no issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified shaft damage. A tear was identified in the shaft 70mm proximal from the distal end of the tip. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that shaft tear occurred. During preparation of a 7.0 x 40, 75cm mustang balloon catheter, it was noted that there was a tear in the shaft near the balloon. The procedure was completed with another of the same device. No patient complications were reported.